Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one ec60a device was returned in good visual condition and with six cartridge reloads present. Cartridge (b, d, e) ecr60b, m54x03 were received fully fired and in good visual conditions. Cartridge (b) ecr60b, m54x03 was received fully fired and with cartridge deck damaged. Cartridge (f) ecr60g, m53n2t was received fully fired and in good visual conditions. Cartridge (g) ecr60d, m54t5f was received fully fired and in good visual conditions. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck (c) and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.

Event description:
It was reported by the affiliate that during an unknown procedure, difficult to cut. It seems that the blade is in bad shape. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned. Affiliate reference number: (B)(4).